Manufacturer narrative:
The raw material and mfg records were reviewed and all met specifications. The fracture face was examined and was found to be homogenous which indicates material conformity. The measurable dimensions of the device were checked and are within specifications.

Event description:
A device report from oberdor indicates a hospital in great britain reported. Pt of good weight was implanted on (B)(6) 2011 with an angles plate; it was discovered the plate was broken on an unk date. Pt was returned to operating room on (B)(6) 2011 the plate was removed and pt was revised to a pediatric hip plate.